Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that an alert was received for this system to check the performance of this left ventricular (lv) lead. Lead testing produced a pacing impedance measurement greater than 2000 ohms, increased threshold measurements and capture could not be confirmed in lv tip to lv ring configuration. The lead was reprogrammed lv ring to lv tip and the output was increased. Capture was able to be confirmed in this new vector, however, impedance measurements were still out of range. The patient will continue to be monitored. No adverse patient effects were reported.